Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 5/26/2020. Belt 6/10/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in a hospital ER and had lost consciousness prior to passing. It was reported that the hospital staff was attempting to resuscitate the patient without removing the lifevest. Review of the patient's continuous ECG recordings revealed that prior to passing, the patient was in sinus tachycardia at 120 bpm with CPR and motion artifact and electrode lead fall off. The rhythm then degraded to asystole with CPR and motion artifact. The patient's rhythm then transitions to ventricular fibrillation (vf) with CPR and motion artifact. The CPR and motion artifact obscured the patient's rhythm, and prevented the lifevest from delivering a treatment during this time. The patient remained in vf for approximately 1 minute and 30 seconds before an external defibrillation was delivered to the patient. The patient's rhythm degraded to asystole with CPR and motion artifact after the first treatment was delivered, and two additional external defibrillations were delivered to the patient while in asystole with CPR and motion artifact. The patient remained in asystole with CPR and motion artifact until the device shutdown at 17:03:06 on (B)(6) 2020. There is no indication that a device malfunction caused or contributed to the patient's passing. The CPR and motion artifact prevented the lifevest from delivering a treatment during the treatable arrhythmia.